Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in the left anterior descending artery. The 3.0x48mm rx xience skypoint stent delivery system (sds) was advanced to the target lesion however during inflation, the stent only partially opened on the distal end, then required longer to open along the entire length. Once the stent was fully deployed, it was impossible to deflate the balloon, which occluded the lesion causing the patient pain, faintness, and nausea. The indeflator was switched in order to try and deflate the balloon however it only partially deflated. The balloon was removed partially inflated and medication was injected to relieve the patient; causing a delay in the procedure. No additional information was provided.